Event description:
In 2007, a gore propaten vascular graft was implanted in the femoropopliteal position. Approximately 21 days post implant, there was an amputation of a gangrenous toe. Patient's condition is not available. No further information will be available.